Manufacturer narrative:
Concomitant medical products: product ID: 3057-1sc, lot# n392362, product type: screening device. Product ID: 306 5usc, lot# n472346, product type: screening device. (B)(4).

Event description:
It was reported the trial patient had no stimulation sensation. The patient felt stimulation at 5.0 v following implant. They did not feel anything at the time of the call, even at 10.0 v. They could feel stimulation when laying a certain way. It was reported the patient had greater than fifty percent symptom reduction. Lead migration had occurred. The patient moved ahead with implantation. The patient was receiving effective results and therapy from the implant.